Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the customer came home with a low blood glucose of 42 mg/dl and went to the hospital. The customer ate a popsicle and the insulin pump was not removed and the blood glucose remained low. The parent declined to troubleshoot for low blood glucose because the customer was not home at the time. The parent agreed to call back to troubleshoot for low blood glucose.